Manufacturer narrative:
Event problem and evaluation: on 10-mar-2015, a medtronic representative went to the site to test the equipment. The umbilical cable and the isolated stand-alone board were replaced. The imaging system then passed the system checkout and was found to be fully functional. The mobile view station (mvs) interface assembly was returned to the manufacturer for analysis, and no fault was found during testing. The stand alone-xrelay kit was returned to the manufacturer for analysis, and an electrical failure mode was confirmed. The stand alone board was found to be defective during testing. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was unresponsive and displayed ¿initializing please wait.¿ they were unable to establish communication with the mobile view station (mvs). In trouble-shooting, the system was re-booted multiple times, but this did not resolve the issue. No patient was present when this event occurred, so no patient demographics are applicable.